Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the infusion set leaks insulin at the connection and the headset adhesive is often wet with insulin. The patient experienced elevated blood glucose of over 500 mg/dl as a result. No further information is available. The patient did not require medical assistance from a health care professional or other party to address the issue. The infusion set was requested to be returned for evaluation.